Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensed noise was observed leading to auto mode switch episodes with brief pacing inhibition. Electromagnetic interference (emi) was believed to be the cause. Myopotentials were not reproducible. Programming change was made and additional changes were discussed.